Manufacturer narrative:
In order to identify the root cause of the reported events an investigation has been performed at the manufacturer site. Results revealed that the reported event was due to defective pump electronics.

Event description:
See initial report.

Manufacturer narrative:
Patient information: there was no patient involvement. PMA/510k: the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. He could confirm the reported issue and replaced the distribution board. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t cardioplegia pump not running causing smoke and a burning smell. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.